Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The tight lesion was located in a calcified and tortuous right coronary artery. The lesion was predilated with an unspecified balloon. A 3.5x16mm taxus liberte' stent was advanced to the lesion, but could not cross. No patient complications were reported. Patient status is listed as stable. Product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). A visual and microscopic examination identified distal stent damage. Strut row 1 at the distal end was misaligned. There were 2 kinks identified along the lumen, the first 45mm and the second, 58mm proximal to the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).